Event description:
It was reported that the battery level on the device would not change from 100% since the previous night. There was no adverse impact to the customer's blood glucose level. Technical support reviewed the pump logs and determined the pump battery life shows to be working as intended. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.